Event description:
It was reported the patient was having their implantable neurostimulator (ins) replaced on the day of this report. The reporter stated the patient¿s ins had overdischarged three times in the past and the patient was having difficulty recharging. Additional information received reported the overdischarge was due to patient compliance. It was noted the patient was doing well with a non-rechargeable ins and was getting effective pain relief.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger. (B)(4).